Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplement medwatch#1: aware date should have been listed as 04/14/2025 (even though the device was received on 03/14/2025, the device information did not match with the device information initially reported, and it was on 04/14/2025 that the physician confirmed that it was the correct device). Lab analysis: based on the device analysis grid, the assessments of the complaint are: rupture: no observed. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.